Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to loosening and suspected poly wear.

Manufacturer narrative:
The complaint product was returned for analysis. The condition of loosening was not confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the excessive wear of the glenoid appears to be consistent with the loose humeral head and stem assembly. Once loose, the humeral head may have been articulating against the glenoid off axis. The scratches appear consistent with third body wear. Third body wear occurs when a third body, such as a fragment of bone or bone cement, gets trapped between the polyethylene and the humeral head. As the patient moves, the third body creates scratches on the surface of the glenoid. The center peg of the glenoid plate disengaged. The pitting appears consistent with articulating against the glenoid bone and well-fixed pegs following the center peg disassociation. The humeral head and humeral stem were retrieved still assembled. The scratches found on the humeral stem appear consistent with the coming in contact with sharp metal instruments during the removal of the implant. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Manufacturing-related data could not be reviewed because no information regarding the serial number(s) or manufacturing lot(s) was provided. The loosening reported was likely the result of not cementing the glenoid at the time of initial surgery. Properly functioning implants depend on their appropriate fixation to the bone; fixation is usually achieved by cementing the implant onto the bone. Some surgeons prefer to use biologic (non-cemented) fixation. Although implants are firmly fixed at the initial surgery, they may become loose over time. Alternatively, the loosening may have been caused by off axis reaming at the time of initial surgery. Off-axis reaming would cause poly to disassociate from the peripheral pegs on the glenoid over time. However, this cannot be confirmed because x-rays were not provided. The clinical risks presented by this patient is that she is young and obese. This would indicate that the joint is subjected to higher levels of activity and the fact that she is obese adds biomechanical stressors on the joint. It is found in a review of the labeling - it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Excessive activity and trauma affecting joint replacements have been associated with premature failure. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment, not diagnosis section (s): no information no information has been provided. Asked, not answered: ethnicity, race, suspect device & date of implant. With out serial numbers unable to provide serial. Expiration date & device MFR date. Without catalog numbers, unable to provide PMA/510k number.

Event description:
It was reported that a patient experienced a right reverse shoulder arthroplasty revision, due to loosening. Some wear was visible on the glenoid. There is no initial implant date provided. The patient was stated to be stable when leaving the or. There has been no additional information provided on the patient or event. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00316, 1038671-2018-00317, 1038671-2018-00318 and 1038671-2018-00319.